Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, the front insulated roof on the fenestrated bipolar forceps (fbf) function part is defective. Additional information is not available. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have damage of the conductor wire¿s insulation at the grip hub. There was no material missing and the conductor wires were not exposes. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation did not show damage.

Event description:
Refer to h10/h11 for follow-up information.